Manufacturer narrative:
A visual inspection was performed on the returned device. The reported imaging loss was not able to be confirmed, but the reported break was able to be visually confirmed (nitinol tube and optical fiber separation). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported break and imaging loss appear to be related to circumstances of the procedure. The catheter was returned with a kink, which caused the reported break (nitinol tube and optical fiber separations) and resulted in the reported imaging loss. In this case, it is likely that the catheter underwent excess angulation to the strain relief or proximal section of the catheter, which resulted in the catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Reportedly, two dragonfly imaging catheters (10844532, unknown lot) were used during the procedure. The first catheter device was broken during the beginning of the procedure; the optical fiber broke when it was inserted into the guide catheter and a disconnection [no image] occurred. An error message "remove and replace catheter" was displayed. Therefore, the imaging catheter was removed and the procedure continued with the second catheter. The second catheter (unknown lot) was selected for use and connected to the system; however, it was not recognized by the system, and error code "1708 - please disconnect the catheter, purge it, and re-turn it on and retry. If the issue is maintained, use another probe" was displayed. Therefore, the catheter was removed and the procedure was completed without a replacement device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.